Manufacturer narrative:
In the event the device is returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's entire drg system was explanted due to infection at the ins pocket site. The patient was placed on oral antibiotics. Cultures taken were reportedly positive for pseudomonas infection.

Event description:
Follow up identified the patient's physician reported the patient's infection has cleared.